Manufacturer narrative:
Pump error alarm confirmed in the pump history due to broken trace. Pump passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and hardware low level failures error. Customer stated they had to press the buttons several times before it works. Customer was able to clear the alarm and able to complete rewound the insulin pump. Customer stated that they performed self test and test passed. Customer stated that they also got a insulin pump error during the initial self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.